Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's eye to handling issue during insertion. The incision was enlarged to remove the lens and suture was used to close the wound. Another lens of the same model number was implanted successfully. Please reference MDR # 1119279-2013-00309 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but was not returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.